Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ lvp 20d low sorb ss 0.2m leaked. The following information was provided by the initial reporter: we had several instances over the weekend of bd alaris 10010454 sets leaking chemo through the filter.

Manufacturer narrative:
The following fields were updated with possible lot numbers: d4: medical device lot #: 22015833, d4: medical device expiration date: 25jan2025, h4: device manufacture date: 25jan2022. D4: medical device lot #: 22016109, d4: medical device expiration date: 29jan2025, h4: device manufacture date: 29jan2022. H6: investigation summary: the customer reported chemo was leaking through the filter, and returned a photo of the leaking filter. The photo verified the complaint of leakage. Without the physical sample, a full investigation could not be performed and the root cause is unknown. For these types of failures, (per our filter supplier) exposure to liquids with a surface tension under 40 dynes/cm can cause issues with the filter. Device history record review for model 10010454 lot number 22015833 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 10010454 lot number 22016109 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ lvp 20d low sorb ss 0.2m leaked. The following information was provided by the initial reporter: we had several instances over the weekend of bd alaris 10010454 sets leaking chemo through the filter.